Event description:
Complainant alleged that during a routine shift test, the device displayed "error 37" and "paddle fault" messages on power up. Complainant indicated that there was no patient involvement in the reported malfunction.